Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for routine follow-up, inappropriate ams events were observed due to far field r-wave oversensing. When the patient recently returned for another followup, inappropriate episodes were not reproducible. The pvab setting was not programmed. The patient condition is okay.